Manufacturer narrative:
Pump received no button response due to flattened esc button dome switch. Unable to verify battery out limit alarm due to no button response. Also received with cracked case at the display window corner,cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 269 mg/dl. Troubleshooting was not performed. The device was returned for analysis.